Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly. It was determined that the cause of the reported issue was due to a crystal, designator y1 on the system pcb assembly being thermally sensitive.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer. (B)(4).

Event description:
The customer contacted physio-control to report that their device would not power on during a pre-shift check. The crew pressed the power on button several times; the led's on the buttons would illuminate but the device would not complete a boot cycle. There was no patient use associated with the reported event.